Event description:
The pt contacted co alleging that the meter was set to the incorrect unit of measurement (uom). The meter is not an out of box meter (new meter). The pt does not recall whether the meter was previously set to the correct unit of measurement. The pt did not seek medical attention or contact a physican for advice. Customer care agent (cca) sent the pt a replacement meter.